Event description:
General report rec'd of an unspecified number of undocumented incidents of loss of suction. The customer contact reported that while testing their vacuum system, they noted that "when they start the vacuum, after a second, there is no suction at all while the manometer shows measures of full aspiration." Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.